Manufacturer narrative:
The field service engineer visited the facility and examined the system. The fse found gel adherent to the main sample probe and a review of the customer sample tubes shows inconsistency in filing of sample tubes. Incorrect sample volumes in sample collection tubes can results in the sample probe being lowered down in to the gel which can attribute to the erratic results the customer experience. Technical bulletin dated (B)(4) 2006, titled "the role of preanalytical factors in immunoassays" (B)(4), named inadequate blood draw volume as one of the major factors of pre-analytical error that compromises sample quality. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 and oct 23, 2010 for add'l reportable events.

Event description:
Customer reported that erroneous accutni (troponin I) results within the risk stratification range were generated by the unicel dxi 800 access immunoassay system. The system was calibrated and quality controls were within spec prior to the event. The results were reported out of the laboratory. The samples were retested and the results obtained were within the normal reference range. There was no change to the pt's care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.